Event description:
The initial reporter stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). A sample from this patient was tested using the meter, resulting with a value of 4.5 inr. Within 7 hours, a sample from the patient was then tested in the laboratory using stago neoplastin reagent, resulting with a value of 3.4 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient is currently in stable condition. The patient's testing frequency is once per week. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has not had any changes in coumadin/warfarin medication, is not taking any new medications, has had no diet changes, has had no illnesses, and does not have unusual bleeding or bruising. The reporter's product was requested for investigation and replacement product was sent to the reporter. Relevant retention test strips (lot 368877) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and remaining test strips were returned for investigation where they were tested using retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.0 inr, qc 2: 3.1 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3 %. No information was provided that would point to a cause for the result discrepancy. Upon review of the meter memory, the complained value was not observed. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.